Event description:
It was reported that a atb35 was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the instrument would not cut the tissue. The surgeon used scissors to cut the tissue. There was no consequence to the patient.